Event description:
It was reported the patient experienced ineffective therapy due to both right leads are auto reducing and left s2 lead migrated. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein 3 leads with high impedances. Surgical intervention took place wherein the leads were explanted and replaced, and effective therapy was established.